Event description:
It was reported that the carealert triggered, and the lead exhibited high/fluctuating impedances. It was further reported that the lead apparently fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the carealert triggered, and the lead exhibited high/fluctuating impedances. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The right ventricular (rv) defibrillation coil was flexed. It was also noted that the exposed superior vena cava (svc) defibrillation coil was kinked/buckled and pulled/stretched/overstressed. There was blood on the distal conductor and overlay tubing, the overlay tubing was melted and the outer insulation had a cosmetic depression. Performance data collected from the device was also received and analyzed. Four patient alerts for out of range lead impedance were noted between (B)(6) 2012. Weekly high voltage lead impedance data show an increase in max defib and max svc of 57-254 ohms between (B)(6) 2012.